Event description:
Per the explanting facilities policy, the explanted device will not be returned for analysis.

Event description:
The patient¿s device was replaced due to battery depletion. Notes from the physician indicate that the patient was supposed to get his device replaced in 2016, but he does not believe it has ever worked for him, so that is why he has been reluctant. Later in the notes, his wife explains she feels it had benefited the patient in the past. However, his wife explains she feels his seizures have gotten worse over the years. The physician believes the device stopped working at least over the past year or two. The physician noted she interrogated the device and it had been disabled due to eos (looks like a description of vbat < eos) and she tried to do a lead test but could not. It was indicated the patient's device showed inactive in (B)(6) 2017. However, it is unknown if the worsening seizures were believed to be due to the depleting battery. The explanted generator has not been received for analysis to date. Additional or relevant information has been received to date.